Event description:
It was reported the ECG (electrocardiogram) signal was unclear. It was suspected the ECG inport port has a problem, it was found loose. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan is noisy, latch on keyboard is broken, latch tab on power cord bay door is broken, and the floppy drive is missing the frame. (B)(4).